Event description:
Additional information received indicated the patient underwent surgical intervention wherein the leads were explanted and replaced to address the issue. Therapy was restored postoperatively.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient¿s lead was replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2021-06050. It was reported diagnostic testing was performed and showed one lead had migrated and one lead had high impedance. The issue was confirmed via x-ray. Surgical intervention may take place at a later date to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.